Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges " has immune problems and noticed that when using CPAP, he would feel sick, and he has had protein in urine that causes kidney damage and is concerned this device is the reason why, felt nausea, cough". There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The device has been returned to the manufacturer, but evaluation has not yet begun. A follow-up report will be submitted when the manufacturer's investigation is complete.